Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri implantable pacing lead 2011-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead threshold was elevated at the 6-week follow-up. The device output was increased. Eight months later the atrial threshold was within normal range. The lead is still in use. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.